Event description:
It was reported ¿it felt like the extensions shrunk and pulled on the new device.¿ the event occurred post-operatively. It was also reported the patient experienced pain from the ¿pulling¿ of the device at the extension site. The patient status at time of this report was ¿alive - no injury/no adverse event." It was later reported the patient was seen on (B)(6) 2013 and was still complaining of a tugging or pulling sensation from the implantable neurostimulator (ins). It was also reported the healthcare provider (hcp) was scheduling an operating room exploratory case. It was noted he planned on extending the current extensions with 20 centimeters of additional extension. The patient's status was undetermined at the time of the report.

Manufacturer narrative:
Product ID 748925 serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 399930, serial # (B)(4), implanted: (B)(6) 2004, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 74002, lot # n305357, implanted: (B)(6) 2013, product type adapter. (B)(4).